Event description:
This is the fifth of six reports from one office. Dental office manager called to report that they have several pts coming back with fillings falling off. Not sure why this is happening. They said that they call to f/u or pts will call them and that is how they learn of the fillings falling out. They said that most of the fillings falling out have been anterior facial/incisal or primary tooth fillings. They said that they use 3m adapter single bond 2 adhesive, shofu beautiful-flow flowable composite, and the 3m espe elipar s10 curing light. The assistant said that they light cure the composite for 15 seconds and then check to see if it cured. They said that if it is hard then they stop curing. They did not know the depth of cure used by the dentist. They did not give any pt info for this shade other than this shade experienced debonding. Please refer MFR report # 9610902-2013-00092.